Manufacturer narrative:
Article attached to the MDR: chen, y.a, hussain, m., zhang, k.p. Et al., (2010). Stent-assisted coiling of cerebral aneurysms using the enterprise and the solitaire devices. Neurological research, doi 10.1179/1743132814y.0000000356. This submission is related to a literature article discovered in an effort to support the cer submission process, as such, the associated time frame of event dates includes but is not limited to 20 years. These articles are being reviewed on a monthly basis for safety signals and will be followed by monthly trending assessments as well as pms reviews. Date of event, product code, and lot number could not be obtained from the author. Unknown part number, attempts to obtain product part number were unsuccessful, UDI unavailable. Conclusion: the devices were not available for analysis. In addition, no lot numbers could be obtained; therefore, a DHR could not be performed for the devices. Thrombotic emboli and neurological deficit are known potential adverse events that may be associated with the use of the enterprise device and stenting procedures. The root cause of the event could not be determined; however, patient and procedural factors may have contributed to the event. There is no current safety signal identified related to the reported event based on review of complaint history for the device(s). Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
In the literature article ¿stent-assisted coiling of cerebral aneurysms using the enterprise and the solitaire devices¿ by yong-an chen, mohammed hussain, jing-yuan zhang, kun-peng zhang, qi pang, published neurological research, doi 10.1179/1743132814y.0000000356, it was reported that a (B)(6) female, who had presented with unruptured 4 mm and 5 mm saccular ophthalmic internal carotid artery and posterior communicating artery aneurysms, had an enterprise stent (catalog and lot number not provided in article) implanted during a stent-assisted coil embolization and suffered a thromboembolism with residual effects of hemiparesis and aphasia. No additional patient, procedure or device information was provided in the article. The objective of the retrospective study presented in the article was to evaluate the technical feasibility, peri- and post-procedural morbidity and mortality as well as clinical and angiographic follow-up using the enterprise and the solitaire stents. They investigated differences in aneurysms stented with the enterprise (58) and solitaire stents (19) in 71 consecutive patients with 84 aneurysms between february to september 2010 at a single center. All stents were successfully deployed. The procedure was performed under therapeutic heparinization with a goal of achieving an activated clotting time of approximately 300 seconds. Post-procedure, the patients were kept on heparin for 24 hours. Patients were preloaded with the dual antiplatelet agents: 75 mg clopidogrel daily and 100 mg aspirin daily for 3¿5 days before treatment. If acute stenting was indicated, patients were preloaded with 300 mg clopidogrel 2 hours before treatment. Post-procedure, the patients were kept on a dual antiplatelet regimen for 1 month and then 100 mg aspirin for 6 months. There is a higher acute in-stent thrombosis complication in solitaire stent placement; however, they observed no significant differences in peri-procedural morbidity and mortality rate, angiographic results, recurrence rate, or long-term neurological deficit. The authors concluded that both stents exhibited similar immediate and mid-term results with major neurological morbidities and mortality rate being low this submission is related to a literature article discovered in an effort to support the cer submission process, as such, the associated time frame of event dates includes but is not limited to 20 years. These articles are being reviewed on a monthly basis for safety signals and will be followed by monthly trending assessments as well as pms reviews.